Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she received a lost sensor alarms, and when she removed the sensor the cannula was missing. The patient's blood glucose at the time of incident was between 100 mg/dl and 200 mg/dl. The customer inserted a new sensor and had no problems with it. The sensor with the missing cannula was returned for analysis and a replacement sensor was shipped to the customer.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed visual inspection and found sensor cannula retracted inside the sensor base. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.